Manufacturer narrative:
Corrected to complete h7 and h9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software product ID: hh9020tdd; serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain. The patient reported that for 'quite a while' now they had been having issues again with errors and with the handset taking 10 minutes to connect to the pump and deliver a bolus. Patient stated that they had seen error 0x1049f746, and mostly restart error messages (patient stated possibly code 156). Agent reviewed information, reviewed closing all apps, and cleared data from the handset. Patient stated they were now able to connect to the pump much quicker. Agent reviewed 'restart application' messages on the handset. Patient would monitor the lag issue and call back if further assistance.